Manufacturer narrative:
The axium coil will not be returned for analysis as remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil would not detach using the manual detachment method (breaking the hypotube) during the coiling treatment of aneurysm. It was reported that during removal of the pushwire the physician found that coil did not detach and a secondary rupture was noted at this point. The physician decided not to remove the coil due to the rupture and further attempts were made with manual method to detach the coil. The coil was eventually detached after pulling the delivery wire about 5 cm. Two additional coils were implanted in the patient and the procedure was completed. Two hours post procedure the patient appeared stable, but confused. The patient was taken to the operating room for a ventricular drain and their glasgow coma scale (gcs) improved to 15 after this procedure.

Manufacturer narrative:
Device available for evaluation - additional information. Type of follow up - device evaluation. Device evaluated by manufacturer- additional information. The device was returned for evaluation. After analysis of the returned device and with the review of the provided images, the clinical observation was confirmed. As received the pushwire was found broken on the proximal end with the release wire pulled out. The implant coil was not returned as it was implanted in the patient. Additionally, the proximal end of the pushwire containing the tack weld replacement (twr) crimp was not returned. The pushwire was found bent but intact at the proximal end (manual detachment location ¿via hypotube¿). The instant detacher and the proximal end of the pushwire containing the tack weld replacement (twr) crimp were not returned; therefore, any contributing factors from these could not be assessed. We are unable to definitively determine the cause of non-detachment; however based on our analysis findings the cause for the difficulty during detachment (via hypotube) occurred due to using improper methods to detach the implant coil. The hypotube was found intact at the location which is intended to be broken during detachment with the manual method (via hypotube) as described in the axium instructions for use (IFU). The implant coil likely eventually detached once the release wire was pulled back. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.